Manufacturer narrative:
(B)(4). Concomitant medical products: 11-163687, 32 mm m2a hi carbon hd -3 mm nk, 238820. The 10-104052, m2a-t m/h rad 2hl shl 41/52 mm, 619690. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00178, 0001825034-2018-00177.

Event description:
It was reported that the patient was revised due to age-related macular degeneration (armd) symptoms. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to adverse reaction metal debris (armd) symptoms. Attempts have been made and additional information on the reported event is unavailable.